Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is under delivering insulin. The customer stated that it was half way thru the reservoir when it stopped delivering; he removed the infusion set and did not see any insulin coming out. Customer stated he forgot to fill the cannula dead space after removing the introducer needle and did not program another prime after reconnecting instead of doing a prime into the air. The customer had been trying to prime but the insulin pump would not push insulin out. Blood glucose was 186 mg/dl; current reading was 251 mg/dl. The customer had stopped using the insulin pump since then and did not have the device near to troubleshoot. Customer would be calling back.